Manufacturer narrative:
All instruments subject of the event were reprocessed prior to use. A steris service technician arrived on site to inspect the unit and found that the locking mechanism had been damaged preventing the transfer carriage from locking properly to the docking station. Facility personnel were aware that the transfer carriage was damaged prior to the event and continued use of the transfer carriage. The user facility did not contact steris prior to the reported event for service. The user facility personnel should have removed the unit from service until the appropriate repairs were completed. The evolution transfer carriage is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The evolution transfer carriage operator manual states (1-1), "warning - personal injury hazard: repairs and adjustments, other than those described in these instructions, should be attempted only by experienced mechanics fully acquainted with this equipment. Use of inexperienced, unqualified persons to work on the equipment or the installation of unauthorized parts could cause personal injury or result in costly damage." The technician made the necessary adjustments to the transfer carriage, tested the unit, confirmed it to be operating according to specifications, and returned it to service. Due to the damage, the loading car will be replaced. The technician counseled facility personnel on the proper use and operation of the transfer carriage and docking station, specifically removing the unit from service if it is damaged and contacting steris to perform necessary service. No additional issues have been reported.

Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was loading their sterilizer resulting in an injury. No medical treatment sought or administered.